Event description:
It was reported that the mobile app unexpectedly crashed while customer opened the app. There was no reported adverse impact to the customer¿s blood glucose level. Customer was able to successfully re-pair mobile app with pump without further assistance.